Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 9f amplatzer torqvue delivery system was selected for use. The device was inspected prior to use and no parts of the delivery system were observed to be damaged. During use after insertion into the patient, when evacuating air from the occluder and the sheath, it was discovered that the extension tube connecting the 2-way stopcock had cracked and was leaking saline in a continuous drip. The extension tube was exchanged and the procedure was successful. The patient was reported to be in healthy condition.

Manufacturer narrative:
It was reported and confirmed that the hub of the y-connector extension tube was cracked. Investigation revealed a fracture on the screw part of the extension tube, which, upon further testing, was identified as the likely cause of the leak. As the event appears to be related to a potential product quality issue, the issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.. A review of the device history record confirmed that all manufacturing and inspection operations were properly performed and that the product met all specifications prior to shipment. Additionally, the observed bent damage on the returned delivery system may have resulted from shipping or transportation-related stress. However, this cannot be determined.